Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 28 september 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implant, using 09f amplatzer trevisio intravascular delivery system. During deployment, the right disk was noted to deform to a donut-like shape. There was no angulation or kink noticed in the delivery system, and no interaction with cardiac structures during deployment. The device was removed, and a replacement 30-25mm amplatzer talisman pfo occluder was successfully deployed. The patient was reported to be doing good. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.